Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion observed in rca. Pre-dilatation was performed by using a scoring balloon with guide extension support. An attempt was made to place the orsiro, but it was removed from the body due to resistance before the lesion. At that time, the stent was deformed, and it was judged that it had slightly dislodged. Another device was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is slightly unfolded. Contrast medium residue was observed in the balloon- and inflation lumen which implies application of negative pressure. The stent was returned separately and is severely deformed, i.e. Kinked in its center. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU).